Manufacturer narrative:
The sample collection volume and centrifugation speed were not appropriate. Calibration and controls were within specifications. Upon review of the alarm tace, sample pipetting alarms were observed. There was also a sample clot alarm that occurred between the time of initial sample pipetting and repeat testing. These alarms indicate possible pre-analytic sample handling issues. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs ver. 2.1 on cobas e 801 analytical unit serial number (B)(6). The patient sample initially resulted in a troponin t value of 217 ng/l and this value was reported outside of the laboratory. The doctor questioned the value since it did not agree with the patient's clinical status. A sample collected from the patient at another site resulted in a troponin t value of 7 ng/l. The complained sample was then repeated twice, resulting in values of 4.96 ng/l with a data flag indicating carryover and 4.82 ng/l.